Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of morphine and bupivacaine via an implantable. The indication for use was not specified. It was reported the patient had a pump that failed in the past. However, the patient did not know the date it failed. The patient was seeing a doctor in (B)(6). No further information was provided regarding this event. No further complications were reported or anticipated.